Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/16/2025, a facility representative reported via (B)(4) that an ar-12990n knee scorpion needle tip snapped off during a case. No patient was affected. Additional information from the rep on 10/22/25 advised that the needle was used with an ar-12990. The lot number could not be obtained, as they own several of these knee scorpion devices, and it was impossible to know which one was in the case. All fragments were retrieved, causing only a delay with no adverse event or harm to the patient. No arthrex hand pieces are used at this facility, so there are no adjacent product allegations.

Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.